Event description:
It was reported that shortly after the device was implanted, patient received a vibratory alert for out-of-range hv lead impedance. The alert was cleared, but a few days later, another alert was observed. During revision, the rv coil pin was found loose and unable to be tightened. The pin was tested in another port and was connected without issue. The device was later explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a loose rv coil pin that was unable to be tightened was confirmed in the laboratory. The cause of the anomaly was found to be due to excess epoxy found inside both the rv and svc connector blocks which prevented the set screws from fully entering the connector blocks and securing the leads.